Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any product condition could have contributed to the patient's staph infections. No qualification and sterilization records were reviewed because no product lot number was provided. The omnipod user guide warns "to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash your hands, to clean the insulin vial with an alcohol prep swab to clean the infusion site with soap and water, and to keep sterile materials away from any possible germs," cautions "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider and treat the infection according to instructions from your healthcare provider," and advises "at least once a day, use the pod's viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling redness, discharge, or heat."

Event description:
The patient's mother reported that about (B)(6) months ago, "(B)(6)," her son had two staph infections at infusion sites on his buttocks, requiring an emergency room visit. One was treated with antibiotic ointment but the other required draining, packaging for about five days, and a prescription oral antibiotic for fourteen days. He was treated and released the same day.